Event description:
During routine testing of the vaporizer, customer reportedly noted output of the vaporizer was not accurate. There was no pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the output was found to be low to MFR's specs. The unit was disassembled, and it was noted that the thermostat screws were loose, the exact cause of which could not be determined. The assembly procedure was reviewed and found to be adequate.